Event description:
A patient was in the or undergoing robotic gyn surgery (laparoscopic hysterectomy) when the tip of the endowrist prograsp broke while in the patient. The instrument was removed and examined by the physician as was the patient. It was noted that a small plastic piece was missing, however, it could not be determined if the missing piece was in the patient and it could not be detected by xray.